Manufacturer narrative:
The insulin pump passed the displacement test and basic occlusion test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted for a compromised force sensor system. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump alarmed. No other details were provided. Nothing further reported.